Manufacturer narrative:
Submit date: 08/03/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a yankauer. The customer reports that when preparing the instruments for the procedure, it was noticed that the handle suction was dismantled into 3 parts.

Manufacturer narrative:
One decontaminated sample without the original package or lot number was received for evaluation. After performing visual inspection per procedure, the issue was observed in the disassembly into three parts. The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. The product was manufactured on 08/11/2015. After performing this investigation, it was determined that the wear of the sponges used in the assembly fixture is the most probable root cause for the detachment due to less solvent in the assembly. Formal investigation actions being taken to address this failure is the lifetime for the fixture assembly sponges be defined and documented and a method will be documented for the cut of the sponges. This complaint will be recorded for tracking and trending purposes.